Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material remaining in the device could not be determined. The foreign material residue point was confirmed to be free from deformation. It was confirmed that the reprocessing was conducted in accordance with instructions for use (IFU). The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif-1200n operation manual ¿chapter 3 preparation and inspection¿. IFU states that preventive measure in gif-1200n reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal video scope exhibited foreign material at the nozzle. There were no reports of patient involvement.